Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose event. Customer stated that her blood glucose was over 500 mg/dl . Customer mentioned that she had an issue with infusion set being bent and that she was not getting a no delivery alarm. Customer's blood glucose was 222 mg/dl at the time of call. Customer did not mention any form of treatment for her high blood glucose reading. Customer declined troubleshooting for the high blood glucose and infusion set bent cannula issues. Advised customer that the infusion set is being replaced and is expected to return. Insulin pump is not expected to return for analysis.